Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer declined troubleshooting and declined to provide additional information regarding bg experienced. Reportedly, the customer continued to use the pump for diabetes management.